Event description:
It was reported that during a cryo ablation procedure, after inserting a dilator and balloon catheter, air would leak. The air issue persisted when the balloon catheter was advanced further. The sheath was replaced with resolve, and the procedure was continued. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. The files could not confirm the reported issue. The sheath was received and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. The reported issue has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.